Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet was able to be fully inserted and removed from the inner coil lumen without any obstruction/restriction.

Event description:
It was reported that during an implant procedure, the stylet failed to be advanced in the right ventricular (rv) lead. The physician elected to not used the rv lead and a new lead was implanted. The patient was discharged with no reports of adverse consequences.